Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth implants .

Event description:
Patient reported right side rupture and exchange from textured to smooth implants due to the patient¿s concern of the product. Devices remains implanted.